Event description:
The ins would turn on while the patient was walking. Additional information has been requested.

Event description:
Additional information received reported that the patient received assistance and her concerns were resolved. The patient did not have any concerns with her device or therapy.

Manufacturer narrative:
Lead: model 3487a, lot# j0019943v, implanted: (B)(6) 2001, explanted: na. Extension: model 7495-25, serial# (B)(4), implanted: (B)(6) 2001, explanted: na. Programmer: model 7434a, serial# (B)(4).